Event description:
I had essure placed in 2008. From the time I woke up (B)(6) 2014 I have been in pain. I gained over 100 pounds. Blood clots the size of golf balls. My hair has fallen out. Eye lashes disappeared. No sex drive. When I did have sex it was so painful. I would bleed for days after sex. I had to have 2 ablations done because the doctors could not figure out why I was in so much pain. I got pregnant twice, all ending in death of fetus. I had several panic attacks because of the pain. Heart issues. Cyst on my ovaries the size of quarters or bigger. Essure migrated through my tubes and end up wrapped around other organs. Now that the devices are out I feel 100% better. All my side effects gone. This product took the quality of my life. I was not able to do the normal things that mothers should be able to do with their children or their husbands. The swelling all over my body and the pain that I was in every day was caused by essure.